Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reporter that after an 8 hour infusion of hd etoposide the patient noticed that when she got up to go to the bathroom the IV lines were wet. On inspection of the lines, all were intact, no leaking from the bag however there was leaking at the filter but no holes or cracks were found. The line on both sides of the filter were intact. The chemo had infused and the line was only flushing when the leak was noted. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a filter leak was confirmed. Visual inspection showed multiple creases in the surface of the filter membrane, indicating an oversaturation of the membrane. Functional testing showed a leak at the upper vent hole of the filter. The root cause of the leak was determined to be oversaturation of the filter.

Event description:
The customer reported that after an 8 hour infusion of hd etoposide the patient noticed that when she got up to go to the bathroom the IV lines were wet. On inspection of the lines, all were intact, no leaking from the bag however there was leaking at the filter but no holes or cracks were found. The line on both sides of the filter were intact. The chemo had infused and the line was only flushing when the leak was noted. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a filter leak was confirmed. Visual inspection showed multiple creases in the surface of the filter membrane, indicating an oversaturation of the membrane. Functional testing showed a leak at the upper vent hole of the filter. The root cause of the leak was determined to be oversaturation of the filter.

Event description:
The customer reported that after an 8 hour infusion of hd etoposide the patient noticed that when she got up to go to the bathroom the IV lines were wet. On inspection of the lines, all were intact, no leaking from the bag however there was leaking at the filter but no holes or cracks were found. The line on both sides of the filter were intact. The chemo had infused and the line was only flushing when the leak was noted. There was no patient harm.